Manufacturer narrative:
Evaluation determined the product does not meet specifications, and no product nonconformance was identified. Confirms the complaint. The photo sample was returned and could not be evaluated for the reported failure. Received one device with a suspected leak defect. Atrion visually inspected and functionally tested the device, and a leak was observed from the hose to housing connection of the device. Therefore, atrion confirms the complaint. Due to the rare occurrence of this defect, no new corrective actions will be implemented, but mitigations are in place in order to prevent the solvent from attacking the hose, such as assured solvent refresh frequency and conveyor extended flash time prior to cts testing. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter balloon, health professionals tried to expand it but it did not inflate, checked and found that contrast medium was leaking from the connection between the inflation lumen and the pressurizer. Replaced the catheter and completed the procedure without any problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter balloon, health professionals tried to expand it but it did not inflate, checked and found that contrast medium was leaking from the connection between the inflation lumen and the pressurizer. Replaced the catheter and completed the procedure without any problems.